Event description:
In 2007, this pt was treated with a core tag thoracic endoprosthesis for a thoracic aneurysm with aortic dissection. Following placement of the first device, the dissection progressed distally. Seven months later, an add'l gore tag thoracic endoprosthesis was placed distally resolving the dissection. As reported by the physician, this event was not device related.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.